Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and it was found that the lead ECG cable was broken. Fse resolved the issue by replacing cable assy, ECG leadwire set, 5- lead wit. Test the ECG signal, found that the machine can display the ECG signal on the screen normally. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that before use with the patient, the cs100 intra-aortic balloon pump (iabp) ECG signal is not displayed on the monitor screen. There were no injuries or deaths reported.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) ECG signal is not displayed on the monitor screen. There were no injuries or deaths reported.

Manufacturer narrative:
Due to character restrictions in block e1 contact person name : (B)(6). A supplemental report will be submitted upon completion of our investigation.